Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: the exact date of event is unknown, not provided. It was indicated to be during post-op exam, but the best estimate is between sep 20, 2021 and nov 30, 2021. Email address: unknown/not provided. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye as the patient suffered from waxy and poor distance vision after the implantation. The patient had unclear vision for daily activities and her daily activities were significantly affected. The issue was noticed during post-op exam. It was indicated that the target post-op refraction was achieved since nearly close to plano (slight hyperopia as intended) and that the explant was performed in order to alleviate waxy vision and improve visual acuity. The lens was replaced with a tri-focal iol. It was mentioned that there was a loss of two lines of uncorrected distance visual acuity (ucdva). Patient's pre-operative visual acuity value was 0.7 and post-operative visual acuity value was 0.6. Post-op refraction is sphere +0.25/- cylinder 0.12. Patient status was reported to be temporarily impaired with no more waxy vision after the explant. No additional surgical/medical interventions or delay in procedure were reported. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.